Event description:
A family member reported that the patient experienced a blood glucose (bg) of 524 mg/dl after the patient's lunch bolus was cancelled after the pump emitted a loss of prime warning. There were no reported signs or symptoms of hyperglycemia. The family member reported that she gave a correction bolus via the pump after re-priming. The family member stated that multiple loss of primes occurred over the past 3 days leading up to the reported bg excursion. The family member was able to successfully prime the pump and deliver an air bolus while on the phone with animas customer support. On a follow-up call with the family member, it was reported that the patient received new cartridges and has had no further loss of prime warnings or bg excursions since using the new cartridges. The pump is not being returned at this time, and there has been no further reported incident. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The pump was found to be alarming appropriately. This complaint is being reported due to the patient's alleged hyperglycemic event after failing to respond appropriately to loss of prime warnings.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated loss of prime warnings had occurred which could not be duplicated during testing. A loss of prime was induced during testing and the pump emitted the appropriate audiovisual alerts. A review of the pump history also indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.